Event description:
A customer reported they received the following erratic readings on their blood glucose meter within 10 minutes: 500 mg/dl, 475 mg/dl, 278 mg/dl and 148 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. The customer additionally reported that due to high readings, they took an extra amount of insulin, and as a result they experienced nausea and dizziness as if they were about to faint, but no loss of consciousness reportedly occurred. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. The customer reported drinking orange juice to alleviate their symptoms. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.